Event description:
The patient reported that 5 or 6 v-go's the needle button popped up before the end of 24 hours. Patient estimated this happened between 6 to 8 hours, in the last few days. Patient did not think that accidentally the needle release button was hit.